Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 348 mg/dl. The customer was treated in the emergency room (ER) with intravenous fluids and insulin injections. The cause of the bg was not known; however, the customer has had instable bg levels prior to using the pump. At the time of the report the customer was out of the ER, but had not yet been discharged from the building. The customer's was nauseous, but improving. Reportedly, the customer discussed diabetes management with a healthcare provider. Although requested, confirmation that the customer had left the ER was not provided.